Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces also; the insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. No button error alarm during testing. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for today about 2 hours before the calling the helpline about a button error. Customer was offered to troubleshoot the pump but declined. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.